Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaulation.

Event description:
It was reported that at 9:00 a.m. On (B)(6) 2024, when performing routine intravenous infusion therapy for patient that the closing clip of his deep venous catheter was broken, and immediately reported to the doctor and made a simple clip for use, and continued to perform infusion therapy for the patient without discomfort.